Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic got caught in the cartridge and was torn during insertion. The lens was removed without any patient injury. The cq cartridge was not tested for use with the silicone lenses.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was torn into three pieces and there was both a reddish and a clear surgical residue on the lens. Conclusion-(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.